Event description:
It was reported that the patient presented in backup vvi. A device status report indicated that the pulse generator went into backup vvi due to a check sum error. The device had not reached elective placement indicator (eri). The device was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The battery was at end-of-life (eol) level. After replacing the battery and downloading the product code, normal function ensued.